Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the stent was broken prior to use.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be user related- rough handling/material- brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Do not forcibly insert or remove the stent. It may injure patient or/and damage this product. 2. Avoid improper handling of stent such as bending, kinking, tearing etc. Misuse could damage the overall integrity of the stent. 3. Care should be exercised when removing the stent to eliminate tearing or fragmentation." Correction: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the stent was broken prior to use.